Event description:
The consumer reported receiving a 2nd degree burn to her lower back from the heating pad. She spoke with a doctor regarding her burns but did not make mention of any medical treatment. Burns of this nature are caused by the consumer laying or leaning against the heating pad which is contrary to proper use instruction.